Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01333. It was reported the patient is not receiving effective stimulation in the front of his head with his occipital leads (off label use). X-rays have been ordered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.